Manufacturer narrative:
The lot number for both malfunctions were provided and a lot history review was performed. Neither of the two devices have been returned to bd for evaluation, but two medical records were returned for review. One investigation confirmed for the reported detachment, but was inconclusive for filter tilt. The second investigation confirmed for detachment and filter tilt. Based on the information provided, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced a filter tilt and detachment. This information was received from various sources. Both malfunctions involved a patient with no consequences. The patients ranged from 42 to 66 years old, weights ranged from 220 to 245 pounds, and one was male and one was female.